Manufacturer narrative:
Pending evaluation. Concomitant medical products: cn: 02-012-45-2020, sn: (B)(4) - tibial tray, size 2f/2t. Cn: 204-34-02, sn: (B)(4) - stem extension 14x25. Cn: 02-022-35-2011, sn: not reported - ps insert, size 2, 11mm.

Event description:
Revision of knee components - reason not reported. Patient was stable leaving the operating room. Patient since surgery was having inflammation, redness and discomfort. No infection.

Manufacturer narrative:
Section h10: (h1): the revision reported in the experience was likely the result of patient conditions. The reported event was a revision due to patient conditions, more specifically a nickel allergy. A review of the DHR and/or the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. According to the optetrak logic IFU (700-096-119), the femoral components are made from a cobalt-chromium alloy, the tibial trays are made from titanium 6al-4v or cobalt-chromium alloy, the stem extensions are made from titanium alloy, and the tibial inserts are made from uhmwpe. Metal sensitivity reactions or other allergic/histological reactions to implant materials is listed in the device specific risks section of the IFU. (D11) concomitant devices: cn: 02-012-45-2020, sn: (B)(6) - tibial tray, size 2f/2t. Cn: 204-34-02, sn: 05160167 - stem extension 14x25. Cn: 02-022-35-2011, sn.